Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reported condition of the device overheating during use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a cut in the cord and the rpm on the console fluctuated intermittently (actual reading: 79,000-80,000 rpm: specification: 80,000 rpm) during the rotational speed assessment. It was further determined that the bearings were worn out. It was determined that the cut in the cord was due to the cord coming into contact with a sharp object, which is user error. It was determined that the fluctuating rpm's were due to worn bearings from normal use and servicing over time. The assignable root cause was determined to be due to normal wear and user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device was overheating during use. It was not reported whether there was a delay to a planned surgical procedure. It was reported that a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.